Event description:
My colleagues and I have compared this device to the typical tourniquet standard of care utilizing a doppler ultrasound machine and also pulse oximeter. This machine displays significantly different arterial occlusion pressures than what we are finding utilizing vascular ultrasound. Has this machine been validated, tested, or studied by the FDA? My research team may be looking into comparing the variable arterial occlusion pressures and need to know if this device is registered with the FDA. FDA safety report ID# (B)(4).